Event description:
The customer reported that while performing a routine documentation audit, it was discovered that four flexible bronchoscopes were processed in the sterrad 100s using the short cycle instead of the validated long cycle on the previous day. The customer was able to retrieve three scopes; however, the fourth scope had already been used on a patient. There was no harm or injury reported due to the unrecalled scope. It was identified that two healthcare workers (hcws) were involved in this incident and one of the hcws had not been trained. The customer amended their documentation to emphasize the use of a long cycle for processing flexible scopes and retrained their staff on cycle selection and release of items after processing. An asp associate sent the sterrad 100s white paper and cycle selection materials to the customer.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history, the service and complaint history, trending by product line and system serial number and the system hazard and user misuse analysis. The DHR (device history review) for the sterrad 100s system (serial number (B)(4)) confirmed that the product met all specifications at the time of release. The service and complaint history for the sterrad 100s did not reveal a trend for sterility claim(s). Trending analysis for sterility claim(s) issues associated to the sterrad 100s did not indicate a significant trend. (B)(4). It was confirmed there was no report of injury or harm to patients. There were no parts returned for investigation. The root cause was determined to be failure to follow instructions for processing bronchoscopes according to the validated long cycle. No further action is required.

Manufacturer narrative:
Concomitant device: flexible bronchoscopes - part and serial numbers unknown